Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.00 x 20 synergy drug-eluting stent was advanced for treatment. However, it was noted that the distal stent strut was damaged. The procedure was completed with another of same device. There were no patient complications reported.